Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use on a patient during mastectomy, the insulation coating came off from the electrode. New one was opened but the coating came off again. New one was opened again to continue. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.